Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-732a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 243,380 joules of use and 32:49 minutes, the fiber stopped working. It was further reported that the fiber continued to flash in vapor mode; fiber was cracked near the tip. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.